Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the unit evaluation is complete, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The generator was received and evaluated by covidien. The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.

Event description:
The customer reported that post tapp hernia repair procedure, the patient¿s buttocks were found to be red. Two days following the procedure the patient observed rubefaction-like burns on both the left and right buttocks. The patient reportedly consulted with a dermatologist and is recovering well. No abnormalities were found on the right thigh where the covidien return electrode had been placed. The nurse and clinical engineer stated that since the skin issue was seen in different area where pad was attached, the issue seemed to be decubitus. The ground of the or theater and the generator unit were inspected by the site's engineer. No possibilities of leakage current or shunt current were found.